Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
Correction: annex a code removed a141204; code a0902 added